Manufacturer narrative:
Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for a frontal sinus fracture, while tightening a 5 mm midface screw, part number 04.503.225.01, the head broke off. The shaft of the screw is retained in patient. A surgical delay of 10 minutes was reported. No additional information was available. Surgery was successfully completed. This report is 1 of 1 for (B)(4).